Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient status post 2 patient specific devices implanted on (B)(6) 2011 was discovered to have developed an infection. Patient was returned to the operation room on (B)(6) 2012 and the hardware was removed. No further information is available. This is 3 of 4 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.